Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation; however, the device was available for evaluation at the customer location. The investigation for failure code 810:03 has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:03. The root cause could was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. Service history review determined that the device has been serviced by baxter four (4) times prior to this event, but it has not been serviced for fc 810:03. The user interface module master software version is 5.08.90, which is classified as remediated. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:03. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version of this device is currently unknown. No additional information is available at this time.